Event description:
Heparin infused at 204 cc x one hr versus 20 cc per hr. Eval determined that the cause was unk. Examination of the pump memory found that all the settings were in 0. Subsequent testing in engineering found that the same situation could not duplicate events that occurred. Its svc history is without incident. No outside MFR or vendor is involved.